Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error after swimming. The patient's blood glucose at the time of incident was 2.9 mmol/l. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. A broken force sensor alarm preceded the critical pump error. The insulin pump was not returned or replaced.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and broken force sensor error was found in the formatted history file due to corroded electronic assembly. The motor assembly was also found with traces of corrosion per our visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.